Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the insulation cover got torn. Also the electrode connection got deformed. A new device was used to continue. There was no patient harm. Generator settings were cut/20w coag/20w.

Manufacturer narrative:
One e1455 electrode was received, and an evaluation of the sample confirmed the reported issue. Visual inspection found the blue insulation was damaged and eschar had accumulated on the tip. The issue caused the device to fail hipot testing. The torn insulation indicates the electrode may have been grasped and twisted by a metal object or had come into contact with a sharp object. The investigation identified the root cause of the reported event to from mishandling during use. The instructions for use included with this device cautions users that cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object, or bending the device beyond 90 degrees may damage the electrode. It also states that if the electrode is damaged, discard it. If information is provided in the future, a supplemental report will be issued.